Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was using a tandem charging cable with a wall outlet but encountered unstable charging. Customer attempted using a different wall adapter and charging cable without success. Technical support decided to replace the pump as it was under warranty. Customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and instructed the customer to put the old pump into storage mode before returning it with a pre-paid label within ten days.